Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Effective therapy was restored post-operative.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following an unrelated surgical procedure, the patient was unable to establish communication between her ipg and external devices. The patient's controller reflects "problem connecting to generator" error message. A company representative met with the patient and was also unable to establish communication with the patient's ipg and external devices after several attempts. As such, the patient will consult with the physician regarding surgical intervention as the next course of action.

Manufacturer narrative:
The CAPA investigation was initiated on 2016-02-23 to address the issue of the proclaim ipg entering the service application state. The investigation was completed and being monitored by the manufacturer.